Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to replace an existing system from a different manufacturer, targeting the sural nerve to treat lower leg and foot pain. On (B)(6) 2023, the patient requested reprogramming due to inadequate pain relief. Reprogramming was performed on (B)(6) 2023. During a follow-up appointment on (B)(6) 2023, it was determined that the patient did not appear to be a practical candidate for ongoing use of the nalu system and prudent course of action would be to remove the system. A full system explant was performed on (B)(6) 2023.

Manufacturer narrative:
Patient lives outside of the united states, which poses practical challenges with regards to programming, maintaining, and updating the nalu system. There does not appear to be any failure or malfunction of the nalu system, however further troubleshooting to improve pain relief was not performed due to the determination that the patient would discontinue use of the system. The explanted device and components were discarded by the medical facility and unavailable for any further inspection by the firm.